Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician attempted to reposition a final ruby coil through another manufacturers' microcatheter; however, the coil unintentionally detached. The ruby coil never advanced outside the catheter, and was able to be retrieved by removing the catheter. The procedure was completed and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.